Event description:
It was reported that a farawave 35 mm during preparation presented an issue with flushing, the "side part cannot flush". A photo provided indicates that a part of the luer was detached. The procedure was completed without patient complications after replacing the catheter. The device was disposed.

Manufacturer narrative:
The device was not returned for analysis; therefore, product analysis could not be performed. Additionally, an image of the device was provided from the procedure that showed the detached flush luer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 35 mm during preparation presented an issue with flushing, the "side part cannot flush". A photo provided indicates that a part of the luer was detached. The procedure was completed without patient complications after replacing the catheter. The device was disposed.